Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for sco liosis. It was reported that the tip of driver was stripped. The reported product came in contact with the patient and no further complications or symptoms were reported. The event occurred on (B)(6) 2022. No further complications or symptoms reported. Procedure or therapy performed was solera 5.5 t2-l2 posterior fusion.